Manufacturer narrative:
72400024, 1000275767, balloon fgs 61-70 cm. 72404127, 1000267920, control pump fgs iz.

Event description:
It was reported that patient experienced recurring incontinence due to cuff being too large. Artificial urinary sphincter (aus) cuff removed and replaced with 4.0. No adverse patient effects.